Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in this report and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: unknown.

Event description:
It was reported that a consumer accidentally overdosed herself with insulin while using an unspecified bd syringe/needle. The consumer mistakenly filled her insulin cartridge with u-500 insulin and gave herself a syringe correction instead of using her regular insulin syringe. She gave herself 70 units of u-500 via the cartridge syringe equaling 350 units of u-100 insulin. The consumer contacted her physician and was advised to go to an emergency department. She was admitted to the hospital overnight and was discharged the next day. While hospitalized she received an IV glucose drip and consumed additional carbohydrates. It was also reported that the details for this incident were very unclear due to contradictions provided by the consumer.